Event description:
A consumer reported he got an infection which resulted in scarring and vision loss following the use of this product. He stated his doctor diagnosed him with an ulcer. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. Attempts have been made to obtain add¿l info. (B)(4).